Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a suspected percutaneous lead fracture. The exterior driveline portion was very beat up and has rescue tape applied in its entirety. The patient was admitted to the hospital pending repair. A percutaneous lead repair was performed on (B)(6) 2013, but 30 minutes after the repair had been completed, it was reported that the patient continued to experience red heart alarms. On (B)(6) 2013, the patient received a pump exchange.